Event description:
It was reported that the 9900 system has no image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.